Manufacturer narrative:
The insulin pump was received with a cracked case on the display window corners, cracked display window, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and broken battery tube threads.

Event description:
Customer reported her insulin pump has three cracks. There is one on the screen, one on the reservoir, and one on the battery compartment. Customer does not know how the damage occurred. Her blood glucose is 100 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).